Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was putting on a broach handle back onto the actis broach trial after trialing. When he went to lock the broach back to the handle, the trunnion of the actis broach trial broke off. The surgeon was therefore unable to lock to the handle onto the broach to get it out. After a few minutes they were able to get loosen the trial up enough to grab it and remove it. Surgical delay of 5 minutes.